Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 22-may-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 22-may-2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend (vse) pn: 480422-01 // ln: m90210128-0215 // sn: (B)(4) was recorded as being used in the procedure. All reusable instruments used in the case were used in subsequent procedures. A site review shows no complaint filed against any of the instruments. An isi advanced failure analyst (afa) engineer conducted vessel sealer log review and found that there was nothing recorded that indicates an instrument issue. Vessel sealer extend (vse) ln: m90210128-0215 was used. Seven ¿high initial starting impedance¿ messages were recorded throughout the procedure which indicates that the starting impedance of the tissue between the jaws was higher than expected. This can be due to a number of clinical factors; the message does not indicate an instrument issue. Additionally, the same vse instrument was used throughout the procedure for approximately an hour and 15 minutes. Based on the information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient allegedly experienced one liter of post-operative abdominal bleeding on post-operative day #1. As a result, the patient received a transfusion of one liter of blood and underwent a second surgery to resolve the bleeding by way of oversewing omentum tissue. Although it was alleged that the post-operative bleed occurred where a vessel sealer extend instrument was used, the cause of the post-operative bleed is unknown.

Event description:
It was initially reported that after a da vinci-assisted surgical procedure on (B)(6) 2021 had completed, the patient allegedly experienced one liter of post-operative abdominal bleeding that was identified via CT scan and for which the patient underwent a second surgery on (B)(6) 2021 to resolve. On 20-may-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a successfully completed da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2021, the patient allegedly experienced one liter of post-operative abdominal bleeding that was identified via CT scan. The patient underwent a transfusion of one liter of blood and a second, laparoscopic, surgery was performed by the same surgeon on (B)(6) 2021 to resolve by ¿oversewing omentum tissue¿. The surgeon said that the post-operative abdominal bleeding was coming from ¿the short gastric arteries on the omentum, by the fundus¿, which is allegedly where a vessel sealer extend (vse) instrument had been used in the initial da vinci procedure; and ¿not from any of the staple lines¿. The second laparoscopic procedure completed without incident and the patient was discharged home on (B)(6) 2021 and was reported as doing well.